Event description:
A customer reported obtaining unexpected negative reactivity with panoscreen I, ii and ii, lot 09240, for a sample containing anti-jka.

Manufacturer narrative:
Immucor japan confirmed the reactivity of the jka antigen on lot 09240. An antibody screen was also performed using ortho column and was negative; peg-iat crossmatch was 4+, and peg-iat with cells from ortho was 2+. Peg-iat with immucor cells were negative.